Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in the index procedure the target lesion reference vessel diameter was 3.90mm, with a length of 8.50mm, and visually 69% stenosis). The lesion was treated with pre-dilatation, and deployment of a 3.50 x 12 mm taxus express 2 stent and post-dilatation. Residual stenosis became 25% and timi flow remained 3. The patient was discharged without complications on bayaspirin and panaldin. In (B)(6) 2010, pci was performed to treat the target lesion. Timi 3 flow kept through the procedure.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient required a target vessel reintervention. The lesion being treated was located in the proximal right coronary artery. The physician implanted a taxus express2 study stent of unknown size. Following the index procedure in may 2010, the physician performed a pci to treat a 3.7x14mm, 62% stenosis in the proximal right coronary artery with a balloon catheter of unknown size, resulting in a 46% stenosis. At the 2 year follow-up the patient had silent ischemia symptoms and at the 3 year follow-up the patient had no angina symptoms.